Manufacturer narrative:
The report of ¿unable to set ipg to MRI mode¿ was confirmed. Analysis of returned lead found a kink on the outer tubing where all internal wires were broken. The lead fractures are the root cause of the inability to set the device to MRI mode.

Manufacturer narrative:
B3- date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000052983.

Event description:
It was reported patient was unable to place their ipg into MRI mode as one of the leads was exhibiting high impedance on all contacts. As such, surgical intervention took place where one of the leads was replaced and ipg also replaced electively, thereby restoring therapy.